Manufacturer narrative:
Evaluation: the product was not returned to datascope for evaluation inspite of numerous attempts to contact the customer for the return of the product. (This follow-up MDR was mailed to the FDA on 11/16/98).

Event description:
Event: (cc# 98-00457) the balloon had a pin hole leak in the center of the balloon and blood droplets were noted in the balloon line to the pump. On 4/16/98, datascope was notified that a second iab was inserted into the patient within a 3 hour time frame. This iab did not malfunction. Inspite of several calls to the facility, the iab was never returned to datascope for evaluation. [Event complications]: unknown - reported 4/13/98. [Patient's current status]: unk - rpt'd 4/13/98.